Manufacturer narrative:
Device not returned. The device is not available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the regurgitation was the result of the dehiscence of the ring. The failed valve repair is most likely the result of fragile annular tissue causing the sutures to pull through the annulus, which is not due to a malfunction of the device. Without additional information from the health care provided and return of the device for evaluation, we are unable to confirm the clinical comments.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 36mm mitral bioprosthetic ring, implanted approximately one (1) month and nineteen (19) days, was explanted due to partial dehiscence. The explanted device was replaced with a 7300tfx 31mm. The operative report states "the mitral valve had a partially dehisced annuloplasty ring as well as torn posterior leaflets where the ring was sewn to the annuloplasty ring."